Manufacturer narrative:
Pt age: unk. Pt weight: unk. Date of event: unk. Expiration date - unk. Implant date: unk. Explant date: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted an micl implantable collamer lens and has reported the patient has iritis and elevated intraocular pressure. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a sales representative, one patient developed iritis and elevated intraocular pressure following icl implantation. No information about patient treatment and prognosis was provided despite multiple attempts. It should be noted that nonfunctioning pis are the most common cause of high iop several days after the visian icl's implantation. Confirmed transillumination of the pis is not a reliable sign of their patency. The only way to verify patency is to visualize the structures posterior to the pi's opening, like the edge of the icl or anterior capsule. Based on data for the icl's FDA premarket approval, most surgeons perform nd:yag pis, and approximately 5% of them do not function, which leads to increased postoperative intraocular pressure. The reassessment will be performed when/if additional information is received. Conclusions: based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).